Manufacturer narrative:
The device was evaluated, and the reported issue of air/water flow issues was not confirmed. The nozzle was not deformed but clogged with unknown foreign material which could not be taken out. The reported issue of reduced angulation was confirmed. The angulation was insufficient as the angles wired were stretched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the evis lucera gastrointestinal videoscope had air/water flow issues and the angle was reduced. The device was a loaner and with no procedure or patient involvement. The device was used with the standard set. The water supply status of the nozzle was not checked during the pre-use inspection. There was no abnormality in the usage check before the clogging was found. The nozzle was not clogged in the case. The mh-946 injection tube was used for manual cleaning in the hospital. It was unknown if scratches were on the mounting part of the mh-946. The facility was using non-olympus cleaning equipment. It was unknown when the last time the nozzle was changed. During the evaluation of the device, it was noted the nozzle was clogged by foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the nozzle was clogged by foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to improper reprocessing techniques, as follows: the user did not inspect the air/water flow function before procedure. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection_ inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function". The IFU states on reprocessing of the a/w (air/water) nozzle and channel as follows: "reprocessing manual_ precleaning the endoscope and accessories. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle, always use the a/w channel cleaning adapter to clean the air/water channel after each use. Manually cleaning the endoscope and accessories. Clean the external surface_ clean the external surfaces of the insertion section: immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flushing detergent solution into the air/water channel. Remove detergent solution from all channels. Presoak for excessive bleeding and/or delayed reprocessing after each procedure caution: follow the steps below only in case of excessive bleeding and/or delayed reprocessing; unnecessary immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope." Olympus will continue to monitor field performance for this device.